Event description:
Device 2 of 2. Reference MFR report #: 1627487-2014-08044. It was reported the pt was experiencing intermittent stimulation beginning on (B)(6) 2014. An sjm rep met with the pt and confirmed invalid scs system impedances. The rep was able to reprogram the pt to provide stimulation in the desired areas but the stimulation was abrupt when turning-up the amplitude. Pt met with his physician on (B)(6) 2014 and had a CT scan. Pt is going to f/u with his physician to evaluate results of CT and determine the next course of action to address the issue.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.